Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) was outputting an overheat alarm. There was no patient harm reported.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health impact).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter: (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was outputting an overheat alarm. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed overtemp message. There is patient involvement. A getinge field service engineer (fse) replaced pressure and vacuum tube and drive manifold tube assembly per tech support. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received the following parts associated with this complaint: vacuum tube assembly, pressure tube assembly, drive manifold tube assembly. Parts were received with a reported failure of the unit outputting an overheat alarm. Fat inspected parts and found that these tubes have no relation to the unit overheating. No failures confirmed. Retaining the part in the failure analysis and testing department per procedure.